Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, showed the sensor failed due to high readings. Also found cannula bent and we are unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the sensor readings are off. Customer's blood glucose was 252 mg/dl and sensor glucose was 50 mg/dl, difference of 68.3 percent. The sensor graph showed both readings were trending the same direction. Customer's blood glucose was 297 mg/dl and sensor glucose was 400 mg/dl. Customer removed the sensor and it was bent. No further information reported.